Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred during a cervical spin procedure. It was reported that when bringing the system into the procedure it displayed "initializing" on the pendant. The gantry would not move. They restarted the system with no resolution. The site tried again with the connection cord unplugged, with no resolution. A third restart did not resolve the issue. It was recommended to use another imaging system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.